Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during an arthroscopy acl repair the tip of the rigid loop 4.5mm combo reamer/passing pin out of the rigid loop adjustable disposables kit was broken. The complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. According with manufacturer, the lot number provided is not matching with the part number provided by the customer, therefore, the manufacturing record evaluation (mre) review cannot be performed. If the right lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopy anterior cruciate ligament repair procedure on (B)(6) 2021, it was observed that the tip on the 4.5 longer tip beath pin device was broken. There were fragments generated; therefore, two x-rays were necessary to remove all the fragments. There was a surgical delay of 10 minutes. The status of the patient post-surgery was unknown. No additional information was provided.